Manufacturer narrative:
Manufacturing date was not available.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited low pacing impedance which resulted in the polarity switch. It was also noted that the capture threshold had increased. The atrial lead was capped and replaced on (B)(6) 2024. There was no patient consequences.